Event description:
It was reported that the patient received several inappropriate shocks due to noise on the rv lead. Suspected crushed lead. Automatic mode switching episodes due to atrial lead noise and low atrial impedance were also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.